Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean procedure on (B)(6) 2017 and suture was used. One week post operatively, there was evisceration of the suture. It was reported that the surgeon inserted the tab under instead of on top and beside the incision. The patient was hospitalized. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a cesarean procedure on (B)(6) 2017 and the barbed suture was used on aponeurosis. It was also reported that the surgeon inserted the tab underneath the suture line instead of on top and beside the incision; insert tap to 2 cm of cut line. One week post-operatively, the patient experienced intestinal evisceration per suture line and was hospitalized. During the second procedure, it was observed that the barbed suture was broken at the end and was explanted. It was also reported that, currently, the patient is hundred percent better. Additional information has been requested. Additional information was requested and the following was obtained: what was the date of the cesarean procedure (reported as (B)(6) )? (B)(6) can you describe the surgeon initial technique with stratafix symmetric tab? Insert tap to 2 cm of cut line, tap is inserted underneath the suture line was there any anomaly or issue with the device/ fixation tab prior to use? There was no anomaly what tissue was the stratafix symmetric suture used on? Aponeurosis what was the condition of the tissue (normal, diseased, weakened)? Normal was the fixation tab intact when the suture was placed in the patient? Yes can you explain what you mean by ¿evisceration of suture after 1 week¿? Intestinal evisceration per suture line can you describe the appearance of the suture during the second procedure? Intact except for tap loss was the stratafix suture intact and pulled through the tissue? It was intact and it did not pass through the tissue did the stratafix suture break, if so, where (termination, middle, end)? At the end was the stratafix suture left in place or explanted during second procedure? It explanted what was used to close the patient fascia during second procedure? Prolene 0 what is the current condition of the patient? 100% better attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Did the fixation tab break? Did the suture break at the end?

Manufacturer narrative:
Additional information was requested and the following was obtained: did the fixation tab break? The fixation was not on the suture line, as off it did break did the suture break at the end? The suture did not break at the end the suture was there but not holding the incision line.